Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (30.0 mg/ml at 11.657 mg/day) and bupivacaine (20.0 mg/ml and 7.771 mg/day) via an implanted pump. It was reported that the patient experienced withdrawal symptoms multiple times over a period of a couple of months and when the pump was read, an internal clock error code appeared. There were no known environmental factors that contributed. The doctor increased the patient¿s dose, but the patient did not experience relief. The pump was replaced. The issue was noted to be resolved, and it was indicated that healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.